Manufacturer narrative:
Concomitant medical products: product ID 3888q33, lot# va07lhqv01, implanted: (B)(6) 2014, product type: lead; product ID 3888q33, lot# va07lh8, implanted: (B)(6) 2014, product type: lead; product ID 3888q33, lot# va0d8d6, implanted: (B)(6) 2014, product type: lead; product ID 3888q45, lot# va07lh4, implanted: (B)(6) 2014, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 37744q, serial# (B)(4), product type: programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Manufacturer narrative:
Fdc no longer applies.

Manufacturer narrative:
Final analysis of the stimulator revealed no significant anomalies. The battery was at normal end of life and the telemetry and output were okay. Final analysis of the lead (B)(4) revealed the distal end of the conductor was broken. Final analysis of the unknown extension revealed no anomaly found.

Manufacturer narrative:
Concomitant medical products: product ID neu_perc_extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported the depletion was noted as not normal. There was also lead dislodgement present. The lead and stimulator were explanted and replaced. There was no patient injury and the event was considered resolved without sequelae.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID neu_perc_extension, product type: extension. Product ID 3888q33, lot# va07lhqv01, implanted: (B)(6) 2014, product type: lead. Product ID 3888q33, lot# va07lh8, implanted: (B)(6) 2014, product type: lead. Product ID 3888q33, lot# va0d8d6, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID 3888q45, lot# va07lh4, implanted: (B)(6) 2014, product type: lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 37744q, serial# (B)(4), product type: programmer, patient. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3888q33, lot# va07lhqv01, implanted: (B)(6) 2014, product type: lead. Product ID 3888q33, lot# va0d8d6, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Fdm, fdr, and fdc codes have been updated to the above. Information was received indicating that lead with the lot number va07lhqv01 was still implanted and was not returned for analysis. Lead with lot number da0d8d6 was received for analysis and analysis findings indicated that the distal end of the lead conductor was broken.

Event description:
It was reported electrodes 3 and 7 had impedances greater than 10,000 ohms. No signs or symptoms were reported and the event was noted as ongoing with no further action needed. No interventions had been taken. The event was unlikely related to the implant procedure. Additional information reported electrode 6 and 12 had impedances greater than 10,000 ohms also. No action had been taken and the event was still considered ongoing with no further action needed. Additional information reported electrode 8 had impedances less than 50 ohms. Fluoroscopy imaging revealed the lead migrated. The lead was replaced and the event was considered resolved without sequelae. The etiology was the lead and noted as not applicable to the device or therapy and possibly related to the implant procedure. Information was previously reported in regulatory report number 3004209178-2014-18585. Information was received indicating that these are the same event. Going forward additional information will be submitted in this regulatory report.

Event description:
It was reported that the device went from elective replacement indicator (eri) to end of service (eos) in 2 days. The outcome was ongoing. Interventions included device replacement. Diagnostic results reported that the implantable neurostimulator (ins) was at eos. No signs or symptoms were reported. The patient was part of the control group for the study and only had a few seconds of stimulation every 30 minutes, after the study ended the clinician turned the therapy on at 5+ volts. Twenty four hours later the patient called and had an eri message and then 2 days later the patient got an eos message. The patient used therapy for 59 hours since being turned on. The manufacturing representative met with the patient and confirmed eos. The patient reported no falls or trauma. Some electrodes were out of range from 50-10,000 ohms. Some electrode pairs were low and some electrode pairs were high. There was a short on electrode combination 8-9 which was programmed. The group impedance on p1 showed ¿xxx.¿

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.